Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. A review of the event history log verified an infusion of 95ml at a rate of 200ml/hr was started on the date reported at timestamp 14:50 and complete at timestamp 15:18 with no interruption of alarm or dose change. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during delivery of an antibiotic to a patient. The antibiotic bag was still full after pump was reset complete. The programmed volume to be infused (vtbi) was set to 95ml with a flow rate of 200ml/hr (dose of 100 ml/hr of antibiotic 1 gm in 100 ml of dextrose 5% in water (d5w). There was no known patient injury or medical intervention associated with this event. No additional information is available.